Event description:
During the device eval, multiple system error 322 alarms were observed in the device history log. Any patient involvement, injury or medical intervention related to these alarms is unk.

Manufacturer narrative:
MFR reference number: (B)(4). Baxter received and evaluated the device. Review of the device history log was able to confirm the system error 322 alarms. However, the alarm was not reproduced during the eval. The upper and lower aux assembly are known contributors to this alarm and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.